Manufacturer narrative:
The product information (d4) was not provided, so the manufacture date (h4) could not be determined.

Event description:
The advocate stated the customer received a blood glucose reading on the contour next link that was 130mg/dl higher than the reading on the doctor's meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were not expected to be returned for evaluation. Product was not replaced. Product information was not provided.